Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device value of spo2 was decreased of about 20 %. There was a sense of abnormality in the value of spo2 and the patient's condition. There was no patient injury.